Manufacturer narrative:
Reportedly the patient's coaguchek xs meter and test strips were purchased from ebay. The meter and strips were requested for an investigation, however, the test strips and meter had already been discarded. The patient's meter was replaced with a coaguchek vantus meter which was reported to be working well. For error 3, product labeling states, "error: test strip expired. The test strip has expired. Solution: check the meter¿s date setting. If it is not correct, set the correct date. For more information, see the meter setup section of this manual. If the date is correct, power the meter off and remove the code chip and the test strip. Then use the code chip and a test strip from a new box of test strips." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs meter and an unknown methodology. The coaguchek xs meter serial number was requested but not provided. It was reported the date of the event was in (B)(6) 2022, but the specific date was unknown. The time between inr results was requested but not provided. The patient's coaguchek xs meter result was 4.8 inr. The patient's inr result with an unknown methodology was 2.3 inr. It was reported the coaguchek xs meter displayed an error message 3, however, the date of the error message was unknown. No further information could be provided as the meter and strips had already been discarded. The patient's therapeutic range and testing frequency were requested but not provided.

Manufacturer narrative:
The patient's coaguchek vantus meter was returned for an investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr qc 2: 5.0 inr qc 3: 5.1 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation confirmed the alleged meter result of 4.8 inr was not in the returned meter's memory. The investigation did not identify a product problem. The cause of the event could not be determined.